Event description:
It was reported that prior to a diagnostic procedure, the tip separated from the catheter. The tech was wiping down the catheter prior to use when the tip came off. Another catheter was used to perform the procedure. No patient injury or complications were reported.